Event description:
Staff member noticed coating on guide wire was gummed up on the inside and outside of the guide wire out of pt. When putting torque device on guide wire is when staff member noticed it would not advance. When she withdrew the torque device it pulled the coating off the wire.